Manufacturer narrative:
The customer reported that the device was getting a defib failure, cycle power, error 20004 message. The device was evaluated locally. The symptom was verified. The power pca was replaced to resolve the issue.

Event description:
The customer reported that the device was getting a defib failure, cycle power, error 20004 message.